Manufacturer narrative:
Additional information the balloon was being used to pre-dilate the lesion. The balloon was not moved or repositioned while inflated. The balloon was difficult to remove from the patient's vasculature. The balloon was fully removed from the patient after it burst without any intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one sprinter legend rx coronary balloon catheter, the balloon burst during balloon inflation at 12atm. The balloon burst on the first inflation. The target lesion was located in the mid and proximal left anterior descending (lad) artery which exhibited moderate tortuosity, severe calcification and 99% stenosis. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.